Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04740 / 04741).

Event description:
Patient underwent a shoulder revision due to infection. All components were removed and replaced with cement mold spacers.